Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure was completed successfully, with no surgical delay. The patient outcome was reported as good.

Manufacturer narrative:
Date of event is unknown. This report is for an unknown 3.5mm cortex screw. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown date in 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal of the locking compression plate (lcp) medial distal plate, two 3.5 mm cortex screws and five locking screws. Original implantation was performed in 2015. Almost three years after the procedure, redness down the distal tibia and infection were observed. The fracture was noted to be healed. One of the cortex screws was broken and was left in the patient's bone. Patient status and procedure outcome are unknown. This report is for an unknown 3.5mm cortex screw. This is report 2 of 4 for (B)(4).